Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that pieces broke off in patient joint space and a surgical delay of 50 minutes. Please note, the surgery was completed successfully with no medical intervention and all pieces were retrieved from patient.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. Alleged failure: metal electrode plate product broke off in patient joint space. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be device came in contact with another hard instrument. Excessive force used when inserting or removing the probe, probe inserted into the obstructed passageway or any forceful impact to the tip of the probe with rigid objects. The probe used as a tool for mechanical displacement of tissue or bone, or to pry or scrub. Other possible contributors were poor assembly process and material issue. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that pieces broke off in patient joint space and a surgical delay of 50 minutes. Please note, the surgery was completed successfully with no medical intervention and all pieces were retrieved from patient.